Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level 39 m/dl. Customer consumed juice to address the low bg. Reportedly, customer did not have an active cgm session on the pump; therefore, control iq did not suspend insulin delivery. Recommendation was made to consult with healthcare provider regarding diabetes management.